Manufacturer narrative:
Additional narrative: this complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. See report for any product information received. Depuy synthes has been informed that the catalog number and lot number is not available.

Event description:
Patient was revised due to skin rash with elevated chromium levels.

Manufacturer narrative:
Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Event description:
Update 12/23/2015: litigation papers received. In additional to what the patient was revised for, the patient also alleges pain, stiffness, and weakness. A doi was provided. There is no new information that would change the existing investigation. This complaint was updated on: 1/8/2016.

Manufacturer narrative:
Update rec'd 1/14/2016: litigaiton papers received. Part/lot will be updated. This complaint was updated on: 1/21/2016. Brand name: tri-lock bps sz 4 hi offset. Add'l procode: kwa. Part number: 101214040. Lot number:d4fbl1. PMA 510(k): k073570. Device MFR date: 9/29/2009. (B)(4). Manufacturing facility: (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Event description:
Update rec'd 1/14/2016: litigaiton papers received. Part/lot will be updated.this complaint was updated on: 1/21/2016.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.